Event description:
It was reported that the customer believed recommended dosage of insulin was inaccurate. Reportedly, customer's blood glucose levels had gone low previously and blood glucose level was currently high. During troubleshooting with tandem technical support, pump settings and calculation of correction boluses was discussed. Customer was directed to health care provider to discuss pump settings.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.